Manufacturer narrative:
Product manufactured but not sold in the u.s., claim# (B)(4).

Event description:
The reporter indicated that a patient who'd had an icl implanted previously, came for a consultation at another clinic. The surgeon reports a cataract. Attempts to obtain additional information have not been successful.